Event description:
Legal case - lk rev it was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2017 and then approximately 5 years, 5 months later was revised on (B)(6) 2022. Patient claims revision surgery for issues including but not limited to polyethylene wear, instability, osteolysis, and component loosening. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. There is no optetrak device specific information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. Ebi initial surgery could not be found. Historical record & smartsolve searched for sn/patient name with no results.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h4. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.